Manufacturer narrative:
Date implanted: not applicable, as the iol was removed and replaced during the same procedure. Date explanted: not applicable, as the iol was removed and replaced during the same procedure. Device evaluated by MFR: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the fully inserted intraocular lens (iol) was removed from the patient's ocular dexter (right eye) due to the doctor noticing that the lens was scratched upon implantation. Account indicated that the iol was cut out and removed in two (02) pieces. There was no further medical or surgical intervention required. However, a five (05) minute delay was reported. Patient status was reported as fully recovered and daily activities were not significantly affected. Through follow-up, additional information was received confirming the procedure was completed successfully using a backup lens with the same model and diopter size. No further information was provided.